Event description:
It was reported by the rep that the device was used during laparoscopic cholecystectomy. It was reported the inner seal from the fourty-five degree valve of the 511sd fell inside the pt. The gasket was found under the liver and removed. The trocar came from a vdc32 kit. There was no consequence to the pt.